Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards (B)(4) affiliate that during the transfemoral tavr procedure, the operator experienced issues during valve alignment and the balloon did not inflate. Initially, bav was performed. During valve alignment the operator experienced a lot of resistance and the balloon shaft could only be pulled back with a lot of force. The valve was advanced into the native annulus, however, the balloon did not inflate. The patient had tortuous vessels and the doctor thought that a retrieval of the commander with crimped valve would damage the vessels. The procedure was converted to an open heart procedure and the system was removed then. The distal part of the catheter was cut in order to remove the devices from the patient. Pod2 the patient was noted to still be in a critical state, intubated and in the ICU.

Manufacturer narrative:
Additional information received indicated the patient would be discharged home 35 days post tavr and was doing "ok". The commander delivery system was returned to edwards for evaluation. The returned devices were visually inspected for any abnormalities pre-decontamination. Visual observations revealed a separation of the inflation balloon from the crimp balloon proximal to the bond. No other tears or visual abnormalities were observed. No dimensions could be taken on the returned component that relates to the issues of difficulty with valve alignment or balloon torn. Functional testing was unable to be performed due to only the inflation balloon component being returned for evaluation. Separate testing was conducted to determine potential root causes for this issue. One study measured valve alignment force when valve alignment was performed in a curved radius, contrary to IFU instructions to perform valve alignment in a straight section of the aorta. The study observed that performing valve alignment at radii of = 4¿ carries the possibility of the valve ¿diving¿ into the flex tip and increasing the amount of valve alignment force required to achieve final alignment position. During the manufacturing process, the commander delivery system undergoes multiple inspections for mechanical damage, bonding process, and balloon defects. All manufacturing lots undergo product verification testing on a sampling plan which verifies inflation balloon to crimp balloon bond strength. The complaint was confirmed for torn balloon. Imagery review revealed no additional information pertaining to the issue reported. Per the complaint description, ¿the catheter distal part was cut in order to remove the devices from the patient.¿ however, the balloon was reported to not inflate during deployment, prior to cutting the inflation balloon. No tear was observed on the inflation balloon that would have caused the inability to inflate. Since the remaining portion of the delivery system was not returned, it is not possible to determine the root cause of the reported inability to inflate the delivery system. The complaint description indicates that the patient had tortuous vessels. Therefore, valve alignment could have been performed in a bent section of the aorta, contrary to IFU instructions. Imagery review revealed no additional information pertaining to valve alignment, so engineering cannot confirm in which section valve alignment took place. Performing valve alignment where the delivery system is bent can cause the thv to unseat from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Since the flex tip was not returned, engineering cannot confirm if there was damage on the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A study to confirm this condition was performed as part of the investigation, and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. While a definitive root cause for the difficulty with valve alignment was unable to be determined, available information supports that procedural factors (performing valve alignment in a tortuous portion of the anatomy) may have contributed to the reported complaint. No manufacturing non-conformities or IFU/labeling inadequacies were identified during the engineering evaluation of the returned device. A review of the complaint history for december 2015 revealed that the occurrence rate for the balloon torn event exceeds an actionable limit for this failure mode. Due to the high criticality level for this failure mode, a deep investigation is ongoing.

Manufacturer narrative:
Follow up procedural cine images and pre-op CT images were provided and reviewed by an edwards physician proctor: observations- procedural cine: · tortuous iliac arteries; right iliac has 180 degree loop · right external and common iliac artery narrowing present · balloon dilation to right common iliac performed · filter device seen in aortic arch · horizontal aorta seen; wire in good position · heavily calcified leaflets; calcified right and left coronary arteries · bav completed x2 · valve across aortic annulus; valve position on deployment balloon appears slightly proximal to distal marker. · un-deployed valve then seen in descending aorta. Flextip catheter in esheath and not against valve. Pre-op CT: · calcium seen in abdominal aorta, below renal arteries. Impressions: tortuous iliac arteries. Horizontal aorta. Valve position on deployment balloon appears slightly proximal to distal marker. Valve alignment not seen on cine, however, based on cine images provided, the tip of esheath is distal to an area of aortic tortuosity, which is suspicious of valve alignment being completed in a non-straight area, which is contraindicated in the IFU. When removing an un-deployed valve, ensure the flex tip catheter is against the valve while withdrawing through the aorta.